Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had partial display. Blood glucose was 117 mg/dl. Customer¿s mom stated that patient was playing basketball, got pushed into wall, hip and insulin pump hit wall. Customer stated that display is flashing. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation the device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments or partial display due to display anomaly. The device was received with missing retainer, reservoir tube lip o-ring, minor scratched display window, case and keypad overlay.